Event description:
Lead wires associated with an implanted cardioverter/defibrillator (ICD) had to be replaced because there were several inappropriate treated and non-treated tachycardia detections due to non-physiological noise.